Event description:
It is reported that during a routine hip replacement, upon inserting one of the screws in the acetabulum it became stuck. The surgeon claimed the pt had very hard bone. The head of the screw broke off, but not protruding through the cup. The surgeon took the x-ray and decided to leave it in the pt. The head and proximal portion of the screw that broke off was removed from the pt.

Manufacturer narrative:
(B) (4). Eval summary: no product was returned for eval. Also, no x-rays and/or operative notes were returned for eval. Based on the above info and observations, it is most likely that the screw fracture occurred due to excessive stress applied via an excessive bending moment, over-torque, and/or poor quality of pilot hole. If the screw was not oriented perpendicular to the shell hole, it may have contacted the screw hole edge and may have caught the lower threads, and when excessive torque was applied it may have caused the screw to fracture. Based on the available info, a definitive root cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.